Event description:
The caller reported that the insulin gauge displayed a different amount than expected, with an estimated fill of 105 units instead of the expected 220 units. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue.